Event description:
During ep ablation, the procedure was started and the cryo machine gave an error message (code 50032) to replace catheter. The manufacturer's rep was contacted and a suggestion was given to try swapping the cables first. The cables were changed, however, the machine continued to give the same error message. The vacuum did not seal. The physician made a decision to abort the procedure. There was no known patient harm.